Event description:
Falsely elevated hb1c results were obtained on qc and patient samples. It is unknown if the patient results were reported to the physician. The sample results were re-evaluated properly after a scaler value was corrected and lower results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. The user incorrectly transposed numbers on the lot specific scaler b parameter they input into the instrument software. They input the scaler b value 0.7931 rather than the value 0.7913 as printed on the lot specific label. The instrument is performing within specifications. No further evaluation of the device is required.